Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensors gave inaccurate readings and caused a threshold suspend to be activated inappropriately. She also reported that the blood glucose ran. The blood glucose reading was 240 mg/dl. The customer treated with manual injection. The drive support cap appeared normal. The insulin exited with the manual prime and no leaks or air bubbles were observed. The insulin was new and the insertion site was not sore or irritated. The time and date were correct and the bolus rates and bolus wizard settings were programmed correctly. The bolus history showed all entries based on the customer's recollection. She declined the high pressure test. The sensor reading was 71 mg/dl when the blood glucose reading was 372 mg/dl. The sensor was not replaced or returned for analysis.